Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with damage troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they tripped and fell and the insulin pump's lcd broke. The customer stated that the lcd screen had an ink spot and can the bottom of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.